Event description:
Kimberly-clark received a report stating, "the cuff is glued over the murphy eye and therefore will not seal properly. The et tube had a leak and the blockage of the murphy's eye was dis,covered after the pt was extubated and the et tube was examined. Patient was successfully re-intubated without further incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis. Without a lot number or returned device we are unable to determine the root cause of the reported complaint. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.